Event description:
The customer reported a ventilator¿s black screen does not power on. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) stated the screen is black when the unit is turned on. The unit needs the liquid crystal display (lcd) assembly. Parts were ordered to complete the repair. Multiple attempts were made to retrieve device repair or diagnostic information, and the operational status of the device yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If new information is received, a supplemental report will be submitted.